Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker dependent patient experienced a witnessed syncopal episode and loss of consciousness in their car due to oversensing leading to pacing inhibition. It was noted that premature battery depletion was suspected. Subsequently, the patient was hospitalized, and this pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. Product return is not expected.

Event description:
It was reported that this pacemaker dependent patient experienced a witnessed syncopal episode and loss of consciousness in their car due to oversensing leading to pacing inhibition. It was noted that premature battery depletion was suspected. Subsequently, the patient was hospitalized, and this pacemaker was explanted and replaced without incident. No additional adverse patient effects were reported. Product return is not expected.